Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two leads with the same lot number. It was reported the patient's stimulation moved from her lower back to both thighs and abdomen. Reprogramming was not able to resolve the issue. X-rays were taken and showed one of the leads had migrated. Surgical intervention may be taken at a later date to address this issue.